Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Following assembly of the reinforcement pin the insert cannot seat in the stem profile gage due to an out of tolerance stem profile condition as a result of the pin assembly. The insert also will not properly seat in the mating tibial tray.

Manufacturer narrative:
(B)(4). The investigation confirmed the stem of the insert is out of tolerance in the distal area. The root cause was supplier manufacturing. The supplier did not properly machine the internal taper for the pin. Fsca and field safety notice for the recall for one lot of lcs® complete¿ knee revision system vvc insert small 22.5mm. CAPA-(B)(4) was initiated to document corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.